Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment, a probe check was performed and the device failed the probe check. A u509 error code was observed due to the broken probe. The intact portion of the probe unit measured approximately 5 mm. The missing/broken portion of the probe was not returned with the device and approximately measures 14mm. Visual inspection on the device was performed and found the teflon pad was found separated and missing, exposing metal. A dent was also noted on the intact teflon pad. The missing portion was not returned. There was tissue built up on the device. In additional findings, a blue colored foreign material was found at the distal end of the jaw. Charred marks were also noted on the side wall of the jaw. The intact probe unit has signs of stress at the breaking point. The user¿s complaint was confirmed. The most likely cause for such probe damage is due to the probe grasping a thick tissue or coming in contact with hard or metallic objects during activation. This type of probe breakage is most likely related to the operator's technique. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe and teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic hysterectomy/bilateral salpingectomy procedure, the probe broke off. There was no patient injury reported.